Event description:
The customer stated that insulin leaked past the o-rings into the reservoir compartment. Troubleshooting revealed that the customer pre-fills the reservoirs prior to use. Advised the customer that pre-filling the reservoirs is not safe practice. The customer also reported a blood glucose reading of 250 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.